Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the us connector/junction cable (short) broken, the us connector cable (long) buckled, the us connector casing cracked, the objective lens cracked, the insertion flexible tube crushed, the us connector cable (long) crushed, the balloon feeder return tube deformed, the deflector washing socket deformed, the us connector/junction cable (short) deformed, the remote control buttons cut, and the operation channel (primary) resistance; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).